Event description:
It was reported that leaks were noted at the pre and post oxygenator connectors during priming. The kit was not used on a pt and subsequently discarded.

Manufacturer narrative:
The device is not available for investigation; therefore, we are unable to confirm the reported event. An internal investigation has been initiated and a supplemental report will be submitted with the results.